Event description:
Bilateral distraction, device implanted in 2006, revision surgery ten days later (already rpeorted #10323247-2006-00010 second revision eighteen days later. Plate on left side fractured around the drive screw. Pt is being treated for infection before attempting another distraction.